Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, pain during intercourse, excessive weight gain, an auto-immune disease diagnosis, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. In or around (B)(6) 2015, plaintiff underwent surgery to remove her essure coils. However, plaintiff only had her left essure coil removed because her physician could not locate her right essure coil. She later underwent an ultrasound in an effort to find her right essure coil, and it was determined that her right essure coil had migrated and was embedded in her uterus. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to remove her right essure coil; her physician informed her that her right essure coil was found embedded in her uterus. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. Due to that, she underwent a surgery to remove her essure coils however, the right essure coil was not located. Later, it was found that right essure coil had migrated and embedded in her uterus and, then, consumer underwent a hysterectomy to remove her right essure coil. Outcome was not reported. Also, it was reported she had an auto immune disease diagnosis. Increasingly severe pain / chronic pelvic pain and right essure coil had migrated and embedded in her uterus are listed in the reference safety information for essure, while auto immune disease diagnosis is unlisted. In the present case, the autoimmune disease was not specified and needs further investigation. Nevertheless, considering the pathophysiology of autoimmune disorders and local action of essure, causality is assessed as unrelated. Considering that back, pelvic and uncharacterized pain may occur after essure insertion, and the plausible temporal relationship, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Uterine perforation/partial perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure can occur, most often during insertion. In this particular case, it was noticed that right essure coil had migrated and embedded in her uterus approximately one month after insertion. A causal relationship between the event and essure cannot be excluded. This case was regarded as incident as a surgical intervention to remove essure was required. Other non serious event were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('right essure coil had migrated and embedded in her uterus/ she discovered one of the coils was in the wrong place then went to remove its couldn't find it it was embedded in my uterus'), autoimmune disorder ('auto immune disease diagnosis') and cholelithiasis ('gall stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), lymphoedema ("lymphadema, lympatic system is not functioning properly") and injury ("trauma to the body"). The patient was treated with surgery (gall bladder removed and underwent full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, autoimmune disorder, cholelithiasis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, fatigue, lymphoedema and injury outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, cholelithiasis, dyspareunia, embedded device, fatigue, injury, lymphoedema, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: lymphoedema and trauma. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events (trauma and lymphoedema) and new reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('right essure coil had migrated and embedded in her uterus/ she discovered one of the coils was in the wrong place then went to remove its couldn't find it was embedded in my uterus'), autoimmune disorder ('auto immune disease diagnosis') and cholelithiasis ('gall stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (gall bladder removed and underwent full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, autoimmune disorder, cholelithiasis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, cholelithiasis, dyspareunia, embedded device, fatigue, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new event gall stone was added. Reporters information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('right essure coil had migrated and embedded in her uterus/ she discovered one of the coils was in the wrong place then went to remove its couldn't find it it was embedded in my uterus'), autoimmune disorder ('auto immune disease diagnosis') and cholelithiasis ('gall stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), lymphoedema ("lymphadema, lympatic system is not functioning properly/lower extremity lymphoedema"), arthralgia ("massive hip pain"), gait disturbance ("difficulty walking due to hip pain/barely walk the end of the day") and swelling ("full body swelling"). The patient was treated with surgery (gall bladder removed and underwent full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, autoimmune disorder, cholelithiasis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, fatigue and lymphoedema outcome was unknown and the arthralgia, gait disturbance and swelling had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, autoimmune disorder, back pain, cholelithiasis, dyspareunia, embedded device, fatigue, gait disturbance, lymphoedema, medical device discomfort, menorrhagia, pelvic pain and swelling to be related to essure. The reporter commented: cross referenced with case number : (B)(4) 23-mar-2020: cross referenced with plaintiff case number (B)(4). Previously reported date(s) of insertion: (B)(6) 2014. Previously reported date(s) of removal: (B)(6) 2015. Concerning the injuries reported in this case, the following ones were reported via social media: lymphoedema and trauma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc on 4-jun-2020: plaintiff fact sheet received. Essure insertion and removal date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('right essure coil had migrated and embedded in her uterus/ she discovered one of the coils was in the wrong place then went to remove its couldn't find it it was embedded in my uterus'), autoimmune disorder ('auto immune disease diagnosis') and cholelithiasis ('gall stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), lymphoedema ("lymphadema, lympatic system is not functioning properly/lower extremity lymphoedema"), arthralgia ("massive hip pain"), gait disturbance ("difficulty walking due to hip pain/barely walk the end of the day") and swelling ("full body swelling"). The patient was treated with surgery (gall bladder removed and underwent full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, autoimmune disorder, cholelithiasis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, fatigue and lymphoedema outcome was unknown and the arthralgia, gait disturbance and swelling had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, autoimmune disorder, back pain, cholelithiasis, dyspareunia, embedded device, fatigue, gait disturbance, lymphoedema, medical device discomfort, menorrhagia, pelvic pain and swelling to be related to essure. The reporter commented: cross referenced with case number : (B)(4) (B)(6) 2020: cross referenced with plaintiff case number (B)(4) concerning the injuries reported in this case, the following one/ones were reported via social media: lymphoedema and trauma quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: event "I have massive hip pain to the point that I have difficulties walking, suffering continues" and "full body swelling" added. Event verbatim was updated to "lymphadema, lympatic system is not functioning properly/ lower extremities lympoedema" and description to be coded for the event was changed to lymphoedema both lower extremities without pt change. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('right essure coil had migrated and embedded in her uterus/ she discovered one of the coils was in the wrong place then went to remove its couldn't find it was embedded in my uterus'), autoimmune disorder ('auto immune disease diagnosis') and cholelithiasis ('gall stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), lymphoedema ("lymphedema, lymphatic system is not functioning properly/lower extremity lymphoedema"), arthralgia ("massive hip pain"), gait disturbance ("difficulty walking due to hip pain/barely walk the end of the day") and swelling ("full body swelling"). The patient was treated with surgery (gall bladder removed and underwent full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, autoimmune disorder, cholelithiasis, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, fatigue and lymphoedema outcome was unknown and the arthralgia, gait disturbance and swelling had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, autoimmune disorder, back pain, cholelithiasis, dyspareunia, embedded device, fatigue, gait disturbance, lymphoedema, medical device discomfort, menorrhagia, pelvic pain and swelling to be related to essure. The reporter commented: cross referenced with case number : (B)(4). On 23-mar-2020: cross referenced with plaintiff case number (B)(4). Previously reported date(s) of insertion: (B)(6) 2014. Previously reported date(s) of removal: (B)(6) 2015. Product removal date updated to (B)(6) 2015. Discrepancy in product removal date: (B)(6) 2015. Concerning the injuries reported in this case, the following ones were reported via social media: lymphoedema and trauma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device in myometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil was felt just under the serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Medically confirmed reporter information added. Patient medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. Due to that, she underwent a surgery to remove her essure coils however, the right essure coil was not located. Later, it was found that right essure coil had migrated and embedded in her uterus and, then, consumer underwent a hysterectomy to remove her right essure coil. Outcome was not reported. Also, it was reported she had an auto immune disease diagnosis. Increasingly severe pain / chronic pelvic pain and right essure coil had migrated and embedded in her uterus are listed in the reference safety information for essure, while auto immune disease diagnosis is unlisted. In the present case, the autoimmune disease was not specified and needs further investigation. Nevertheless, considering the pathophysiology of autoimmune disorders and local action of essure, causality is assessed as unrelated. Considering that back, pelvic and uncharacterized pain may occur after essure insertion, and the plausible temporal relationship, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Uterine perforation/partial perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation with essure can occur, most often during insertion. In this particular case, it was noticed that right essure coil had migrated and embedded in her uterus approximately one month after insertion. A causal relationship between the event and essure cannot be excluded. This case was regarded as incident as a surgical intervention to remove essure was required. Other non serious event were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.